Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis showed no indication of an issue with the system. Bg values aligned well with sg trends, with occasional differences due to lag between sg and bg inherent to the sensing technology and calibrations entered during periods of rapid glucose change. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information. No device malfunction was identified, and no further investigation was required.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.